Manufacturer narrative:
A review of documentation supplied with the implant states that electromagnetic interference (emi) sources should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with electromagnetic interference (emi).

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was unable to communicate with external devices following a non-related surgical procedure. Troubleshooting was performed and the ipg was recovered. Effective therapy was restored.